Manufacturer narrative:
Visual inspection has confirmed the reported event. The screw was fractured and only top portion of the screw was received. The bottom part of the abutment screw was discarded by the dentist. The device history record review for the screw was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined. Date received by manufacturer, added expiration date, added device manufacture date, add follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, added event problem codes, added evaluation codes.

Event description:
The dentist reported that abutment screw fractured.